Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The cause of the reported issues could not be conclusively determined but the age of the device and the possible application of excessive force could contribute to the issues. The IFU states the following: "inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.".

Manufacturer narrative:
The device was returned to olympus for evaluation where the device malfunction was found. In addition, a leak was found on the light guide tube, and confirmed the user's report of poor ultrasound image likely due to the more than 20 broken elements. The device was repaired and returned to the customer. A supplemental will be submitted if additional information becomes available following investigation.

Event description:
The device was returned to olympus for repair. During evaluation, the repair center found the endoscope probe was damaged with a deep cut in the pink rubber. There was no patient involvement; the reportable malfunction was found during service.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates.please see updated sections.

Event description:
Updated event description: device exhibited poor image. There were no other devices involved in this event. The intended procedure was completed without a procedural delay. No other devices were replaced during the procedure.